Event description:
It was reported that the 2800 system would not boot up or power on. However, the system worked after reboot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed and investigation. Since the system operated as intended, there was no service required. The system was returned to service.